Manufacturer narrative:
No devices were received with the complaint for investigation since the device remains implanted in the patient; therefore, the exact condition of the components is unknown. Without a device for exam, neither visual nor dimensional analyses are possible. The knee component compatibility was reviewed and verified all components are compatible. This is a known reported issue has been investigated through corrective actions. This device is used for treatment. Per the persona product profiler, no compatibility issues are noted. A product history search revealed no additional complaints against the related part and lot combination. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal ( tm ) tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. An FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient requires revision surgery of the tibial component.